Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. Specific product identifiers (lot number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot number cannot be performed as the lot/batch/serial number is unknown. The lot is unknown; therefore, a service history review cannot be performed. No sample has been received at the manufacturing site for testing; therefore, the customer reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. The root cause of the reported event is inconclusive. Therefore, no further actions will be pursued at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic operating probe was stuck in the trocar. The procedure details were not provided. The surgery was completed without any patient harm. Additional information has been requested and none received till date.